Manufacturer narrative:
The device is currently in transit to the MFR so an evaluation has not yet been performed and therefore a root cause for failure mode is not known at this time. Results of the evaluation, when complete, will be reported in a follow-up medwatch report. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007 rolling 15 month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a male pt underwent a hemostasis ligation procedure during which the physician performed band ligation with the use of a bsc speedband multiple band ligator device. It was reported that during the procedure, "after sucking the varices into the (ligator), the doctor (could not) shoot out the bands which seemed stuck together". The physician "withdrew the gastroscope with the (ligator) and installed another set of super 7 band (ligator) and finished the procedure". The pt experienced no complications as a result of this event and was reported to be in "stable" condition following the procedure.